Event description:
The customer reported that there was intermittent failure on the f1 power supply input fuse for the mainframe. No patient injury was reported.

Manufacturer narrative:
(B) (4). The customer replaced the power supply, the power signal interface, and the external transformer. The ge service rep found two things that required attention. One was the f1 fuse that was in the power supply, was a 1 amp fast blow fuse, bill of material calls for a 1 amp timed delay fuse. The other discrepancy found was that the isolation transformer was tapped for 110 to 115.9 v and the wall voltage was 118v. The rep measured inrush current across the fuse with the isolation transformer tapped incorrectly and found it to reach 976 miliamps for .5 seconds during bootup. He retapped the transformer for 116 to 121.9v and measured inrush current across the fuse and found that it had dropped to 800 miliamps. The rep replaced the f1 fuse with the proper timed delay fuse and retapped the isolation transformer for the proper voltage. The system is now functioning as intended.